Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.7, re-test: 4.5, re-test: 3.5, lab: 4.9. Lab draw was performed within 15 minutes of meter testing. Re-tests were performed within a few minutes of each other.